Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v296972, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v296972, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that low impedance of 35 ohms was measured on electrode combination 1-3. The implantable neurostimulator (ins) was programmed to c+, 1- at 2.6v, 90 usec, and 200 hz. The ins battery was at 2.63v, which the manufacturing representative thought was low since the ins was implanted in (B)(6) 2014. Therapy impedance was measured to be 920 ohms. Impedance for electrode combination c-0 was 3371 ohms, c-1 was 567 ohms, c-2 was 2013 ohms, and c-3 was 493 ohms. The manufacturing representative did see a message on the clinician programmer to decrease settings and the output of the ins may be less than the programmed value. It was unknown how long the short had been present. Currently, the patient was getting good therapy. The patient's indication for use is movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-17715.